Event description:
Report received of a medication administration error. The patient was to receive a 50mg IV infusion of ranitidine, 150mg in 30ml, every 8 hours. A nurse connected the infusion into the y-site of an extension set that was connected distally to an epidural administration set; therefore, the patient received the infusion via the epidural route instead of the IV route. It was reported that the patient showed no symptoms and continues to be symptom-free. Although requested, no additional information was received.